Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: spinal needle hub leak resulting in leakage of the solution during injection. During spinal puncture, it was observed that the needle hub was not compatible with the syringe tip, resulting in leakage of the solution during injection. Additionally, upon aspiration to confirm needle placement, cerebrospinal fluid (csf) was not obtained as expected.